Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. It was reported that it was taking a long time to deliver a bolus and the patient's handset screen would get stuck at 90%. Patient services reviewed the data, however, the external device was not present at the time of the call to patient services. Patient services reviewed the data clearing process and the caller would attempt to clear the data independently. The caller would call back if further assistance was needed.